Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The removed biphasic pcb assembly was further evaluated in the failure analysis center and the cause of the reported issue was determined to be due to shorted transistors, designators q5 and q6.

Event description:
The customer reported that their device was showing a service indicator and had logged an event code. After an evaluation of the device, it was observed that the device was only able to deliver a monophasic defibrillation shock at approximately 80% of the target energy level. There was no report of any patient use associated.